Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 548mg/dl at the time of the incident. The patient's current blood glucose was 395mg/dl. The customer reported that the pump was asking her to do a calibration. The customer treated it with bolus and manual injection. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The troubleshooting was stopped. The insulin pump will not be returned for analysis.